Manufacturer narrative:
(B)(4). The customer reported that the device had a red x and was chirping, and would not turn on. The device was evaluated at philips. The symptom was verified. Replacing the processor pca resolved the issue.

Event description:
The customer reported that the device had a red x and was chirping, and would not turn on.